Event description:
It was reported that during patient use, the ventilator battery pack failure alert suddenly was generated. Although the ventilator did not stop ventilating, the patient was removed from the ventilator and transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).